Event description:
The pt was randomized to the clinical study for unstable angina pectoris. The target lesion was a type c, restenotic lesion previously treated with an unk cypher stent. The lesion was also totally occluded, irregular, moderately tortuous and moderately calcified saphenous vein graft. The lesion had a reference vessel diameter of 2.9mm and a lesion length of 29mm. Pre-procedure diameter stenosis was 100%. The lesion was predilated with a 3.5 x 20mm balloon at 12 atm. A 3.0 x 33mm cypher select plus stent was electively implanted at 12 atm with satisfactory results. The stent was not post dilated. Post procedure diameter stenosis was 0%. Approx. Four months post index procedure, the pt was hospitalized for cardiac thoracic pain. An echocardiogram (ECG) was done and it revealed stent thrombosis in the bypass graft. The event was treated medically with andacor. This event was graded as mild in severity and was deemed to be unrelated to any cordis product. The event is ongoing, unchanged. Two days after being hospitalized, the pt developed an allergic reaction probably due to the medication (andacor) that was given to treat the stent thrombosis.

Manufacturer narrative:
Please note: the device involved in this complaint is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. This is one of two products being reported for the same event. Please reference mfg reports # 9616099-2007-02608 and 3003742446-2007-00418. Any add'l info will be submitted within 30 days of receipt.